Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00291 on 09-nov-2023. Additional information (08-dec-2023): siemens further evaluated the event and determined that the wash station performance, which was resolved by replacing the secondary vacuum regulator potentially contributed to the event. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report imprecise total human chorionic gonadotropin (thcg) recoveries on quality controls (qc) and patient results on the atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the month of (B)(6), the cse replaced and flushed the acid pump, replaced valve 2 (v2) and valve 3 (v3), performed maintenance, ran autocheck, determined that there were microbubbles present in the wash station dispense check (wswd) pump, replaced wash pumps and sample pump and tightened and checked the fittings. Quality controls (qc) were performed and recovered acceptably. The cause of the imprecise thcg results is unknown. Section b3 was intentionally left blank. The customer provided patient data ranging from (B)(6) 2023 to (B)(6) 2023 and did not specify which results were impacted at the time of filing this report. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported imprecise total human chorionic gonadotropin (thcg) recoveries on quality control (qc) and patient results on the atellica im 1300 analyzer. The customer did not provide information about repeat testing and did not specify which results were impacted at the time of filing this report. There are no known reports of patient intervention or adverse health consequences due to the imprecise thcg results.